Manufacturer narrative:
E1 patient city (B)(6). Patient country united states since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number 1989567 event occurred in the united states on 23-aug-2024, it was reported that the patient was hospitilized due to high blood glcose. The blood glucose level was found to be 404mg/dl. The patient was treated with IV insulin drip no further information available.